Event description:
Additional information received indicates the patient¿s leads was explanted and replaced on (B)(6) 2021 resolving the issue.

Event description:
Related manufacturer report number: 3006705815-2021-03592. It was reported that the patient never had effective stimulation. As result, the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.